Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2017 with the following findings: a review of the pump¿s black box showed unexplained pump reboots on (B)(6) 2017. During a visual inspection of the pump, the battery compartment was found to have multiple cracks; there was corrosion in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection. A leak test was performed and a battery compartment leak was found. The returned battery cap contact height and width measurements were within specification. A test cap secured properly to the pump and was used for testing. During testing, the pump had intermittent power. The pump was opened and no damage or moisture was observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.